Event description:
Patient's sister reported patient had a revision due to "recall" and pain. Patient would like to know if parts are subject to a recall. Patient is seeking compensation but has not retained an attorney.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.